Event description:
It was reported that following a ptca procedure, strong resistance was encountered while removing an ivus catheter from the guide wire. The devices were removed as a single unit. Upon inspection, the core of the guide wire was found to be separated. The tip of the guide wire was attached to the catheter.